Event description:
It was reported that during use, the arterial pump on the hl20 failed and stopped rotating. The pump could not be released from the system control panel so the customer started to hand crank instead of using the "free mode" for emergencies. The customer than switched the device and continued the intervention. No reported pt effects. (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician determined the pressure module to be defective. The pressure module was replaced. The device is still under evaluation. A supplemental medwatch will be submitted when additional information becomes available.